Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion, therapy started, but pressures could not be monitored. There was a"fiber optic sensor failure" alarm generated and the alarm reoccurred after changing of the iab ump. Therapy was then continued, but with the analog pressure measurement. Fiber optic cable was kinked when removed from the patient. When inserting the cable, according the perfusionist, it did not have a kink. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion, therapy started, but pressures could not be monitored. There was a"fiber optic sensor failure" alarm generated and the alarm reoccurred after changing of the iab ump. Therapy was then continued, but with the analog pressure measurement. Fiber optic cable was kinked when removed from the patient. When inserting the cable, according the perfusionist, it did not have a kink. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and two breaks were observed; one within the y-fitting and the other within the sensor cable near the middle. The condition of the iab as received indicated a kink on the catheter tubing and breaks in the optical fiber, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion, therapy started, but pressures could not be monitored. There was a"fiber optic sensor failure" alarm generated and the alarm reoccurred after changing of the iab ump. Therapy was then continued, but with the analog pressure measurement. Fiber optic cable was kinked when removed from the patient. When inserting the cable, according the perfusionist, it did not have a kink. There was no reported injury to the patient.